Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the ground resistance was high on the power cord due to a loose ground connector.